Event description:
Caller reported that pump battery would not charge. No adverse impact to customer's blood glucose level was reported. Caller attempted to charge pump using different wall outlets and was instructed by technical support to use a different wall adapter, which resolved the issue as the pump began charging, requiring no further assistance.